Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 11138.

Event description:
It was reported that patient underwent right hip revision approximately 7 years post implantation due to pain, tissue destruction, bone destruction, metal wear, metal poisoning, and limitations of daily activities. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed by review of medical records noting patient had pain and was limping. Blood work shows elevated metal ion levels. Extensive synovitis and scarring due to metallosis was observed. There was extensive bursitis and trunnionosis along with oxidative wear and yellowing of the liner. Heterotopic ossification was found around the acetabular rim. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was returned and evaluated against the reported event. Visual evaluation identified the insert has been removed from the device and cut. The lot is unable to be read. There was bio-debris inside the taper section of the insert and a wear line visible on the outside radius. No other damages are noted. DHR was reviewed and no discrepancies were found. Additional information does not change the conclusion of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.